Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed lesion being treated was located in the moderately tortuous right coronary artery. The physician advanced a 15 mm x 3.0 mm maverick 2 mr balloon catheter to the target lesion. Upon the first inflation at 8 atms the balloon ruptured. The device was successfully removed and the procedure was completed with another of the same device. No complications were reported and the patient's status is good.